Manufacturer narrative:
This device referenced in this report has been returned to olympus, but no evaluation performed. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the device was reviewed with no irregularity found. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during laparoscopic procedure, the bending rubber glue of the subject device broke off and fell in the patient. The intended procedure was completed with the device. There was no patient injury reported.